Manufacturer narrative:
The reported event of system freeze could be duplicated during device evaluation. It was identified that the used cranial map software can freeze if the user is entering and closing the browse image screen within approx. A second. After re-entering the browse image screen the cranial map software will freeze with the browse image screen window. Navigation is not possible within that screen. The solution for shutdown is to allow the system needs several minutes shutdown.

Event description:
It was reported that during a surgical procedure the incorrect prompts were given to the navigation system by the user, ultimately causing the system to freeze during the procedure. The system was restarted and the procedure was completed successfully without a clinically significant delay or adverse consequences to the patient.

Event description:
It was reported that during a surgical procedure the incorrect prompts were given to the navigation system by the user, ultimately causing the system to freeze during the procedure. The system was restarted and the procedure was completed successfully without a clinically significant delay or adverse consequences to the patient.